Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a left heart catheterization interventional procedure. There was no resistance felt during advancement of the prostyle device into the anatomy. Reportedly, upon foot deployment a noise was heard. The foot plate was closed and reopened at a different angle; however, the noise was heard once again. The lever was returned to the original position prior to device removal. Although resistance was felt while the device was removed, it was ultimately successful; however, once removed, it was noted the footplate had not fully retracted and vessel damage was noted. The physician abandoned the pre-close method, upsized the sheath to a 10f and completed the procedure. Manual compression was applied to achieve hemostasis post procedure and the patient was sent to ICU [intensive care unit] for two days. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported resistance retracting the foot and noise were confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of tissue damage is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.